Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported t.w. Power supply made sounds and then wouldn't work.

Manufacturer narrative:
Trackwise # (B)(4). Updated section. An investigation identified the device serial number and failure identified are within the scope of hhe #(B)(4) and scar #(B)(4) for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Corrected sections: h6- patient code changed to 4582; health impact code changed to 2199.

Event description:
The hospital reported during the procedure, the t.w. Power supply made sounds and then wouldn't work. A replacement device was used to complete the procedure. There were no delays. No patient harm or injuries were reported.